Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the lowest renal artery was marked for placement of the stent graft, however the physician elected to start deploying the device higher then intended, resulting in partially covering the renal artery. The physician attempted unsuccessfully to pull the stent graft down with the delivery systems CT balloon inflated. The physician then tried the up, and over technique with a catheter and a wire, however was unable to pull the device down to the intended location. The physician elected to convert the patient to an open repair. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation code, conclusion: (stent graft was place higher then intended).